Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the sensor gave a reading of 400 mg/dl when the blood glucose reading is 100 mg/dl. He was unable to troubleshoot for the issue because the sensor had already been changed. Nothing further was reported.